Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Probable cause: the reported phenomenon may had been occurred because the operation for the angulation of the subject device was not possible due to cutting of the angle wire. Conclusion: the root cause of the reported phenomenon could not be identified. Consideration: from the investigation results, multiple damages were confirmed at the insertion part of the subject device by the evaluation of olympus thailand. So it was possible that an external force was applied to the insertion part of the subject device, but the cause of the reported phenomenon could not be identified. The obtained information from the investigation as follows; the operation for the angulation of the subject device could not be operated due to cutting of the angle wire. It was found that the image of the subject device was not displayed due to damaged ccd unit by the evaluation of olympus thailand. It was found that the leakage due to a dent at the distal end by the evaluation of olympus thailand. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the angulation of the subject device became locked and could not disengaged due to the angle wire of up direction has cut. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the angulation of the subject device became locked and could not disengaged. The occurrence date of the event is unknown. The subject device had been returned from the user via the field service engineer of olympus (B)(4), because the angulation of the subject device could not been adjusted. There was no report of patient injury associated with the event.